Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller said it was the second time they had tried charging the ins and messed around yesterday and didn¿t have a whole lot of luck. The day of the call they were using the holster and they got it perfectly positioned with 8 bars, then without the patient moving it went down to 0 boxes. They were moving it around and hadn¿t gotten any boxes back. They tried troubleshooting and attempted to charge again, but that didn¿t resolve the issue. They were only able to achieve 2-4 coupling bars intermittently. The caller didn¿t report any swelling or bandages present but still had steri strips present. Patient had a follow up appointment later in the week. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the poor coupling was that the patient had difficulty holding the antenna in the right position. The patient was able to use adhesive discs to help resolve the issue and they were able to get 8 coupling bars. The poor coupling was resolved. Additional information was received from the patient stating that they were unable to charge the device to charge fully from the initial time. They spent many hours and it could only get up to 50%. Also, it was difficult for them to maintain optimal strength in the charging. To resolve the issue the two women, the rep and somebody else were training the patient how to achieve their goal. They were introduced to adhesive patches that worked much better than the holster. There were no further complications reported.